Event description:
Affiliate reported that it was noted that the patient developed enlarged ventricles. The device would not reprogram the pressure. As a result the device was revised and the patient's conditioned improved.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device appeared to have sustained some form of impact causing a crack in the valve casing, a damaged spring and a impact mark on the valve casing from the cam mechanism. Additionally when tested the device failed pressure and programming test as the cam mechanism did not move. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.